Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited white spots on control head after reprocessing in endoscope reprocessor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and d10. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint white spots on control head after reprocessing in endoscope reprocessor was not confirmed. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The ess confirmed that the user facility used too much detergent at precleaning/bedside, which may have caused the event. They were wiping down with intercept, then washed in the sink with prolystica. After that they were placing the scope in the oer-elite which using endoquick detergent. This caused the control head to build up residue. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.